Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they confirmed a failed heater and also requested a quote for 2000-hour service. Biomed had an arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) not heating, they had draining and refilling the device and checking the heating elements.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed heater. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they confirmed a failed heater and also requested a quote for 2000-hour service. Biomed had an arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) not heating, they had draining and refilling the device and checking the heating elements.

Event description:
It was reported that they confirmed a failed heater and also requested a quote for 2000-hour service. Biomed had an arctic sun device that failed the calibration for an error 80 (water check time out - unable to reach calibration temperature) not heating, they had draining and refilling the device and checking the heating elements. Per sample evaluation results received via task on 14may2024, it was reported that the test mixing pump being installed to cool in decontamination.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.